Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the lcd screen on the insulin pump sometimes seems foggy. Customer did not know how it happened. The customer stated the screen does not have any scratches and is sometimes hazy but did not mentioned having difficulty reading the display. Blood glucose value was around 120 mg/dl. Customer was advised to monitor the insulin pump.